Event description:
All attempts to the reporter for additional information have been unsuccessful to date. All attempts for return of the explanted lead have been unsuccessful to date. Analysis of the returned vns generator was completed. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the generator's internal memory noted that an impedance change occurred on (B)(6) 2013 from 1607 ohms (normal impedance) to 20289 ohms (high impedance). The explant surgery was on (B)(6) 2013. It appears the lead may have broken during the surgery, but this cannot be confirmed.

Event description:
Reporter indicated that a patient had vns lead and generator replacement surgery performed on (B)(6) 2013 due to a lead fracture. The explanted vns generator has been returned and is pending analysis. Attempts for additional information and return of the vns lead are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.